Manufacturer narrative:
Evaluation results: one mefusion pump was returned for investigation in used condition. The top case was chipped from the front right corner. The right plunger case was also damaged. There was a depleted battery alarm in event history log. The product problem was replicated upon power up. The battery failed to hold charge and went into a depleted state shortly after it was charged. The investigator determined that the battery had reached end-of-life. The battery was over 5 years old. There was no actual fault with the pump. The battery was replaced. The aforementioned damaged components were also replaced. The device subsequently passed functional testing.

Event description:
It was reported that the medfusion pump showed a depleted battery. The pump also had issues with not recognizing the battery. There was no patient involvement.